Event description:
It was reported that during a percutaneous transluminal stenting treatment procedure the stent dislodged from the balloon. A 6fr sheath was inserted. During the procedure the 9mm x 25mm express ld iliac / biliary pre-mounted stent "came off" off the balloon. A 3mm x 40mm balloon was advanced and used to successfully retrieve the express ld stent. The physician used a different device to complete the procedure. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).